Manufacturer narrative:
Philips received a complaint on the mrx device indicating that the device would not start. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and determined that the cause of the device not passing the operation control test was due to the processor pca being defective. The fse replaced the processor pca resolving the issue and the device was returned to full functionality. The device remains in use at the customer's facility. No further action is warranted at this time.

Event description:
It was reported to philips that the device was unable to start. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.